Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to a vertical crack on the lcd controller. We were unable to verify the missing segments/partial display or perform the functional testings including the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement or self tests due to the flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display. The customer's blood glucose value was 10.9 mmol/l. Customer reports display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.